Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had low draw issues. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found 2ea tubes have low draw issue.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had low draw issues. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found 2ea tubes have low draw issue.